Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). MRI tech reports patient (pt) said patient is having "difficulty charging, not holding in charge."  The caller indicated that the patient could not charge the ins and could not activate MRI mode.  The issue was not resolved through troubleshooting. Additional information was received from a manufacturer representative (rep). The rep reported that patient is scheduled to meet with provider to discuss lead revision and ipg replacement as their ipg has reached end of service (eos). Rep does not have any further information at this time. Additional information was received from a manufacturer representative (rep). The rep reported that the battery was replaced due to it being at eos-normal battery depletion. Rep clarified that the lead was replaced because it was too lateral. Rep stated that contacts 8-15 were also oor (out of regulation) which was another reason for the lead being replaced. Rep stated the patient has more broad and better coverage now after the replacement. Patient's weight was asked but unknown. Both devices were discarded by customer. Rep also reported that the healthcare provider (hcp) also revised the pocket to make it closer to the skin to prevent any future recharging issues. Additional information was received from a manufacturer representative (rep). The rep reported that the main issue of the lead was that contacts 8-15 were out. The healthcare provider (hcp) replaced the lead to put it in a spot that provides more coverage. As far as rep could tell and was aware, there was no lead migration. Rep stated there was no information regarding any falls or events that might have impacted contacts 8-15. Rep stated it was kind of hard to program around contacts 8-15 as it was the entire lead. There was adequate coverage for one side of patient but not the other side. Ultimately it was decided by the hcp to replace the lead. Rep was previously able to connect and read the lead but was not able to on the day of surgery. Rep did not see anything wrong with the connection between the leads and the ins during replacement surgery. Hcp decided to have a new lead placed to resolve the issue.

Manufacturer narrative:
Concomitant medical products: other applicable components are the leads. Product ID 977a260 serial# (B)(4). Implanted: (B)(6) 2014. Explanted: (B)(6) 2023. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.